Event description:
It was reported that the patient experienced coupling and/or communication issues with her implantable neurostimulator (ins). The I ns had a full charge but was indicating a 'reposition antenna' screen. It was noted that the patient's implantable neurostimulator recharger (insr) had a full battery but not her ins. The patient had typically recharged her ins every 5 days. The patient was able to recharge the ins the previous week and on (B)(6) 2012 it was working. The patient utilized the antenna-locate (al) feature, which resulted in a power-on-reset (por) screen displayed on the insr before returning to a normal recharging screen. The patient was instructed to continue to charge her device until it was full. It was also reported that the patient experienced a loss of therapeutic effect. During a reprogramming session by the manufacturer representative in her physician's office, the patient felt pain 'going around' her shoulders; the representative was unable to get the stimulation 'in the middle.' The patient's right shoulder went numb and she started to loose movement in her legs. It was noted that swelling was present over the incision in the patient's back. After advising her physician, it was planned that the patient would have a cat scan on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger. (B)(4).